Event description:
During testing at the MFR, it was reported that the device operated automatically without activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the pin that activates the needle valve on the handpiece was misaligned causing the device to activate in safe mode.